Event description:
Per the surgeon's report, this patient's device was not communicating with the external equipment. Integrity testing was not perfomred. The surgeon explanted the device in 2006 and implanted a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.